Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis, ketones, and high blood glucose of 450 -550mg/dl. The customer experienced dehydration, excessive thirst, vomiting, and nausea. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.